Manufacturer narrative:
The customer did not request service for the system. The customer did order a connector to replace the anterior vitrectomy probe connector on the system. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.

Event description:
The customer called the company technical services support specialist to assist with troubleshooting. The customer was having difficulty with the anterior vitrectomy probe connecting to the system. The customer stated an unplanned anterior vitrectomy was performed due to a posterior capsule tear. Additional info received stated no cases were cancelled, and no pt injury occurred.